Manufacturer narrative:
The field service engineer went back to the site and replaced the power supply to address the reported problem. The unit passed extended self-test (est) and volume control ventilation (vcv). The device is fully functional.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was no ac inlet. Customer reported there was no patient involvement.